Event description:
Unomedical reference number (B)(4). Event occurred in spain. On 26-aug-2022, it was reported that the patient faced a bent cannula due to which she experienced vomiting and ketoacidosis. Therefore, the patient's blood glucose level was 685 mg/dl at the time of incident. Further, on (B)(6) 2022, the patient was admitted to the hospital due to high blood glucose level. The patient tested positive for ketone level. Moroever, the expiration date of the infusion set is 01-dec-2024. During hospitalization, the patient received insulin and serum as corrective treatment. After three days, she was released from the hospital. Currently, her blood glucose level was 120 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.